Manufacturer narrative:
(B)(4).

Event description:
During servicing the manufacturer service engineer (fse) reported that the battery is depleted and will not charge. The customer reported there was no patient involvement.